Event description:
It was reported the patient had received inappropriate shocks. The lead was explanted due to suspected fracture. No further patient complications were reported as a result of this event. Additional information received reported this lead had been "pushing through the skin." The nurse attending the patient received a shock that caused her pain for 3 days and some ectopic heartbeats that lasted approximately 36 hours. The nurse had blood work done after 3 days that was normal and no further complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.